Manufacturer narrative:
Implant date reported as 2007. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Four nuts were returned with this lot number. It is unknown which of the four is the complained device. All four were evaluated. Three of the four nuts have damage on the edges. This damage is not manufacture related. Measurements taken found all relevant features conform to product specifications. The fourth nut has damage on the edges and the m8 thread. This damage is not manufacture related. Because of the return condition of the nut, not all relevant features can be verified. Measurements that could be taken met specifications.

Event description:
Pt was implanted with uss hardware at l4-s1 in 2007. Approx one year post index procedure, the surgeon noted two broken rods; the pt was fused at this time. Surgeon monitored the pt for a 9 month period at which point a rapid onset of adjacent level disc disease was noted. Pt returned to operating room on (B)(6) 2012. The screws at l4 were removed and exchanged for larger screws along with 2 rods, 2 collars and 2 nuts. An additional 4 collars and 4 nuts were removed concomitantly to facilitate extension of the fusion construct. This is the 7th of 8 reports submitted on this event.